Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a return of symptoms; caller stated they woke up two weeks ago exactly and they were "shaking like a leaf." They have been miserable. The circumstances that led to the reported issue were asked but unknown. On the call, the patient confirmed stimulation was off. Caller confirmed they did not intentionally turn stimulation off. They were walked through turning stimulation back on and confirmed implant battery is currently showing 75%. The patient confirmed 6 coupling bars and stated they always check to ensure they have 6-8 bars. The troubleshooting steps that were taken on the call resolved the issue.